Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was unable to be interrogated and did not respond to a magnet. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no magnet response was confirmed. The device was received with normal telemetry communication and output. Device did not respond to the magnet during magnet test. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found approaching elective-replacement levels sooner than expected. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, depleting the battery prematurely and resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.